Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there were two male patients on remodulin who were hospitalized after experiencing hypotension and headaches following a potential micro bolus event during cassette changes with the cadd solis vip pump. Both patients recovered. The hospital educator noted an apparent increase in hypotensive episodes among hospitalized patients after cassette changes, despite no changes in procedures, with the only difference being the pumps and mentioned that this issue occurred at least twice with different patients and was unsure if similar events were happening at home.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.